Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked a few days ago and the screens cannot be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Scratches were observed on the display lens. The pump powered up with the appropriate audible and vibratory features. The verify screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.